Event description:
The customer reported that they were unable to print 1 of the save images. The thumbnail image is there, but it will not transfer to the monitor or print. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
A ge rep evaluated the system and instructed the customer to pause while saving and recalling images. The system operates as intended.